Event description:
It was reported that a patient was climbing back into bed and allegedly placed their knee on the mattress and their foot became stuck in between the litter deck weldments. The patient then allegedly fell back and fractured their leg. The user facility is not alleging any defect or malfunction with the bed as the patient was independent in their room (no bed exit alarm set) and tried to reenter the bed in an abnormal way which caused them to fall. The user facility stated that a serial number was not recorded at the time of the alleged incident so there is no way of knowing which specific bed this may have occurred on but they were confident that the model of bed was a secure 2 3002.